Manufacturer narrative:
(B)(4). Insulin pump was received with missing segments, partial display due to cracked lcd glass. Insulin was received with cracked case at corner of the belt clip rails. The p cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump had blue line in the middle of the display. No harm requiring medical intervention was reported. The device will be returned for analysis.